Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch® ultramini meter is giving inaccurate high readings of "259 and 518 mg/dl" compared to normal reading/feeling. The patient diabetes is managed with self-adjusting insulin (humalog and levimir). Approximately 3 months ago, the patient obtained the alleged inaccurate high readings on the subject meter. As a result of the alleged issue, the patient increased his insulin to 36 units. Subsequently that evening, the patient reportedly developed "low blood glucose symptoms." It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the patient did not have any control solution to perform a quality test. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he developed "low blood glucose symptoms" after he increased his insulin per the lfs meter reading.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.